Manufacturer narrative:
(B)(4). Potential reported catalog# si-09875-e or si-09903-e. Potential reported lot number - 71f15h0855, 23f15b1539, rf2069986 or 23f15d2047.

Event description:
The customer alleges that when using a catheter with the percutaneous sheath introducer, while unblocking the catheter locking system (by rotation), the introducer broke.

Manufacturer narrative:
Qn#(B)(4). As three potential lot numbers were provided, the device history record (DHR) review was performed on the cath-gard based on the potential lot number closest to the event date. There were no relevant findings. A cath-gard was returned for evaluation. A visual exam was performed and it was observed that the housing at the distal end of the cath-gard that connects to the sheath was broken off where it enters the cath-gard collar. There were white marks in the area where it was broken. Matching up the two parts it was determined that it broke while in the closed position. The piece of the housing that remained in the collar was able to be removed, indicating that it was not frozen or accidently glued in-place. The housing can be snapped out of the collar on both ends of the cath-gard. The collars on the proximal and distal end of the cath-gard are identical so they will work with the housing from either the proximal or distal end of the cath-gard. The housing from proximal end of the cath-gard was removed and inserted into the collar at the distal end of the cath-gard. It could be rotated between the open and closed position without breaking, indicating there was no functional problem with the distal collar. Other remarks: the report that the cath-gard broke was confirmed through examination of the returned sample. The housing at the distal end of the cath-gard was broken off where it enters the cath-gard collar. The appearance of the break point was consistent with a force being applied to the connector that exceeded the strength of the material. A DHR review was performed based on sales history and it did not reveal any manufacturing related issues. Based on the appearance of the break and the report that it occurred during use, it was determined that operational context caused or contributed to this event. No further action will be taken.

Event description:
The customer alleges that when using a catheter with the percutaneous sheath introducer, while unblocking the catheter locking system (by rotation), the introducer broke.